Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported an infection was present at the ipg site which didn¿t respond to treatment. In turn, surgical intervention was undertaken in (B)(6) 2020 wherein the ipg was explanted. Patient was treated with antibiotics and the patient is stable. Exact explant date is unknown.